Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call there was a crack on the device. Device had alarmed multiple no delivery alarms. Customer's blood glucose was 300 mg/dl to 400 mg/dl. Customer had disconnected and reverted to a backup plan. Customer's blood glucose was 280 mg/dl at time of call. Customer mentioned he had tried all remedies and declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.